Event description:
A leak at the waste sump of the immulite 2000 resulted in liquid waste leaking into unassayed reaction tubes. When these tubes with liquid waste were assayed with patient samples, the results were indeterminate. Investigation suggests that liquid waste leaked into the reaction tubes, due to a poor cement bond in the sump. Indeterminate results are repeated at the customer site, per standard operating procedure. Manufacturer has instituted corrective action and affected units have been repaired. No incorrect patient results were reported.